Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for six (6) unknown 4.5mm cortex screws. Approximately ten months prior to hardware removal. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the patient was implanted with one (1) 10 hole variable angle (va) condylar plate and twelve (12) screws in the right femur approximately ten months prior to hardware removal. It is further reported that the patient also had a competitor's total knee implant. On unknown date the patient developed an infection at the implant site. On (B)(6) 2016, the patient returned for surgery where surgeon removed the one (1) plate and twelve (12) screws. The patient's bone was healed and no additional hardware was implanted. The surgeon's initial intent was to also remove the total knee implant; however the patient's vascular issues caused excessive bleeding during the hardware removal, so the surgeon opted to leave the total knee implanted. The wound was cleaned and debrided. It was reported that the surgery was completed successfully with no delay and no harm to patient. This report is for six (6) unknown 4.5mm cortex screws. This report is 2 of 3 for (B)(4).